Event description:
Customer reported a blood glucose result of 200 mg/dl on advantage system 1 and "100-110" mg/dl on advantage system 2 & advantage system 3 within 10 minutes. He had 3 advantage meters, was unsure which was used in these comparison. The 200 mg/dl was received using one vial of strips, he then compared to 2 other vials. Customer reported no symptoms or adverse event relative to these discrepancies, did not treat or act on results. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 2.